Event description:
The reporter obtained a blood glucose comparison with the blood glucose result of 591mg/dl on accu-chek advantage system 1 and a blood glucose result of 250mg/dl on accu-chek advantage system 2. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch with patient is for suspect device accu-chek advantage system 1.